Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 into pt's eye and a haptic tore off. The surgeon enlarged the incision to remove the lens and replaced it with another model lens and used a suture to close the wound.

Manufacturer narrative:
Eval - visual inspection of the returned product shows a portion of the lens optic and a haptic is torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history, and evaluation of the returned product. A specific root cuase could not be determined. It should not be noted that the injector and cartirdge were not returned for eval.